Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was imaged prophylactically and the insulation was abraded. No electrical anomalies were found. The patient would be monitored.